Manufacturer narrative:
Updated concomitant products.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose level of 600 mg/dl. The customer¿s current blood glucose was 152 mg/dl. The customer was in emergency room as a result of high blood glucose. The customer treated with insulin pump. Customer was wearing the insulin pump and injections. Assisted customer with performing displacement test. Test was passed with no reservoir. Assisted with performing the high pressure test. Test was passed. The drive support cap was normal. The insulin pump will be returned for analysis.